Event description:
It was reported that the pump exhibited a primary audible alarm following a software update. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the top case corners were chipped and the right plunger case was cracked. The tamper seal was broken. Review of the event history log (ehl) showed a primary audible alarm bgnd test. The device was powered on and an audio test was performed as part of the functional test and the reported issue was not duplicated. The speaker setting was at level 1 and the device operated as intended. The cause of the reported issue was undetermined. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: (B)(4).